Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the air bubbles in reservoir on black ring, on one reservoir leak between two rings and experienced high blood glucose level. Customer's blood glucose at the time of the incident was 300 mg/dl. Product is not expected to return.